Manufacturer narrative:
During withdrawal, the distal portion of the angiosculpt device was retained in the patient. The physician was able to snare the device, thus resulting in additional intervention and prolongation of the case. The angiosculpt device is with risk management, thus no evaluation performed.

Event description:
A 6.0 x 100 mm angiosculpt device was used post laser. Upon removal, the device got stuck when pulling through the distal tip of the sheath. The physician pulled on the catheter shaft in attempt to remove, but is snapped. The balloon remained in the patient until the physician was able to snare and remove.